Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out, the advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and was noted to be bent. A handshake connection test could not be performed as the slide tube could not be moved due to the bent handshake connection. The unit was connected to a saline infusion, no issues were noted. Saline was able to run though the device without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the sheath was torn. Vascular access was obtained via the femoral artery. The 85% stenosed, 24x2.75mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the sleeve of the rotalink plus had been torn. The burr did not get the required speed and the system was stalled. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that the sheath was torn. Vascular access was obtained via the femoral artery. The 85% stenosed, 24x2.75mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected for use. During the procedure, it was noted that the sleeve of the rotalink¿ plus had been torn. The burr did not get the required speed and the system was stalled. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.